Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, and remained in use. It was later reported that the right ventricular (rv) lead again exhibited low impedance, with a fracture noted. The rv lead was inactivated, remains in the patient and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).